Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 68 mm diameter abdominal aortic aneurysm. The right common iliac artery diameter measured 17.6x14.5mm, 11.6x11.3 mm, 13.8x12 mm over a 33 mm length. The left common iliac artery diameter measured 20.5x18.3 mm, 13.4x11.7 mm, 12x11.6 mm, 18.7x15.2 mm over a 39 mm length. It was reported that during the index procedure, after deploying the contralateral limb of the bifurcate stent graft, the contralateral limb did not open completely due to the tortuous vessel. Thus, cannulation of the contralateral gate could not be performed. The patient received treatment. The physician implanted an endurant aorto-uni-iliac (aui) stent graft. The right common iliac artery was occluded with an occluder. The physician performed a femoral-to-femoral bypass. The index procedure was successfully completed. Per the physician, the cause of the bifurcate contralateral limb did not open completely was due to patient anatomy; the vessel was severely tortuous and the vascular vessel diameter was small. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.